Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the back and menu buttons were frequently unresponsive. The patient's blood glucose at the time of incident is unknown. The device was not dropped or exposed to moisture. The color of the buttons had changed to pink as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly. No unlocked keypad connector noted. No button keypad anomalies were noted. The pump was received with a stained keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.